Manufacturer narrative:
Upon completion of the investigation on one of the devices; it was determined that it was experiencing two reportable issues. The count of events has been corrected to reflect this. 1 device is still pending evaluation.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced fowler unexpected drop/collapse, unstable cot leading to tip or unintended cot lowering or cot dropping to lowest position (no cot tip). There was 1 event with patient involvement; the patient experienced bruise/contusion.

Manufacturer narrative:
The device that was pending was evaluated and it was determined the device experienced drifting down slowly, which is not reportable. Section codes have been updated. Because of this, the number of reported events has been changed from 4 to 3.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced fowler unexpected drop/collapse, unstable cot leading to tip or unintended cot lowering or cot dropping to lowest position (no cot tip). There was 1 event with patient involvement; the patient experienced bruise/contusion.

Event description:
This report summarizes 5 malfunction events, where it was reported the devices experienced fowler unexpected drop/collapse, unstable cot leading to tip or unintended cot lowering or cot dropping to lowest position (no cot tip). There was 1 event with patient involvement; the patient experienced bruise/contusion.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was functionally/visually inspected in the field; no defect or malfunction was found. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.